Event description:
It was reported the device has physical damage and the case is damaged. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper and lower cases are broken and the lower case is also corroded. Analysis also found the main clear cover, side bail covers, ring cover, side bails, ring bail and one case screw are missing. Knobs, battery drawer and battery contacts are contaminated. Interconnect flex is out of specification; pot shaft came out with removal of knob. Serial number label is torn and battery flex is corroded. (B)(4).